Event description:
It was reported from (B)(6) that the attachment device did not keep the saw blade in place or locked when in use. It was not reported if the device was used in surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries or medical. The date of event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the reported condition was confirmed. The assignable root cause was determined to be due to normal use and servicing. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.